Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed inappropriate auto mode switch episodes due to oversensing of atrial lead noise. Noise was also noted on the right ventricular lead. The patient was asymptomatic to the event. Programming changes were discussed; no intervention has been performed.